Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that patient underwent mesh revision on (B)(6) 2010 due to urinary retention. No additional information was provided.

Manufacturer narrative:
It was reported that the patient died in (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. On (B)(6) 2010 the patient underwent incision of mid urethral prolene tape sling; repair of urethral injury; placement of suprapubic cystostomy tube and cystoscopy due to urinary retention. On (B)(6) 2010 the patient underwent an autologous pubovaginal fascial sling implant; placement of suprapubic cystostomy tube and cystoscopy due to sui. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.